Event description:
During a spinal fusion procedure, the doctor reported that the driver accuracy was off by 1-2 cm. Another driver was placed on the navigation tracker after discovering the inaccuracy of the standard driver. The doctor was navigating screws when the inaccuracy was discovered. Delay to the procedure was 2 minutes. Navigation was continued with no impact to the patient. The problem was identified to be caused by the sterile-z? Patient drape covering the spheres on a spine frame with plastic which inaccurately deflected the camera beam back to the navigation camera. The doctor requested switching to the recommended medtronic drape and re-imaged the patient. After second imaging spin the driver was accurate. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The navigation system was found to be accurate and fully functional. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).